Manufacturer narrative:
The full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was the unexpected delivery of a ventricular tachyarrhythmia therapy. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately treated with high power therapy due to oversensing of noise on the right ventricular (rv) lead. The rv lead was found to have high impedance and noise on the electrocardiograms. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.